Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. Customer's blood glucose was 223 mg/dl. Troubleshooting was performed and it was found insulin didn't go through the tubing manually with the plunger. Customer didn't have another infusion set for testing. Customer was advised to do a complete set change as soon as possible. It is unknown if the occlusion was located in the infusion set or reservoir. Customer isn't returning the reservoir for further analysis.